Manufacturer narrative:
A simply go mini device was returned to a service center for evaluation. During the evaluation of the device at the service center, the service technician did not confirm the reported problem. However, the service technician found problem where it could not operate on battery power alone. Upon internal inspection, thermal damage was found on component c128 on the main pca. The main pca and esd shield were replaced. No abnormalities were found with the included dc power adapter. The log confirmed a history of alarms indicating a check of the sieve canister, so it was replaced. As part of the repair, the compressor inlet filter was replaced. During inspection, an internal leak was confirmed, so the sieve o2 side assembly was replaced. During the operation check, abnormal noise was detected, so the air side manifold was replaced. Each part was inspected and cleaned, comprehensive inspection and adjustment were performed, and a running test confirmed normal operation.

Event description:
The manufacturer was contacted in reference to a simply go mini device with an allegation using a car cigarette lighter socket, smoke came out of the socket (on the car side) machine. The device turns off but the standby symbol remains displayed. The patient pulled it out of the socket, so nothing happened. At the site, the cable and equipment of the sega socket were not turned off. Since the condition was poor, they decided to replace it. There was no report of patient harm or injury. There was no report of medical intervention. The device has not yet been returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.